Event description:
During a follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of noise were due to electro-magnetic interference (emi). No intervention has been performed and the patient was stable and will continue to be monitored.